Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. The rep reported that the patient's recharger antenna was damaged and the cord was damaged. The rep reported that the patient had trouble recharging for the last 2 months, which caused a decline in therapy. The rep reported that the patient's family stated they couldn't charge, but the rep was able to get the normal recharge screen right away. A replacement recharger antenna was sent to the patient. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the rep. The cause of the issue was unknown. It was unknown if the issue resolved. The patient weight was unknown. No further complications were reported as a result of this event.